Event description:
In 2008, the patient was implanted with veritas for an abdominal repair. The pt was sent to home care following surgery for approximately seven days of treatment with a wound vac. The patient returned to the hospital where it was noted that the veritas had a very dark purple color, about 4 cm in diameter with transparent edges. The superior distal end of the implant was torn or notably loose. The wound was also very wet. It was determined that the dark purple color was old blood or a hematoma underneath the veritas. The following month, the patient returned to the or and approximately half of the veritas implant was excised. The other half of the veritas remained in the patient showing granulation tissue.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.